Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had a strong burnt odor when it was on. It was also reported that the lcd display was defective. There was no patient involvement, no injury, death, or surgical delay was reported.

Manufacturer narrative:
The device mlx 300w xenon lightsource (00mlx) was returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the xenon lightsource was received in used condition. The evaluation identified that the lcd display was damaged, and the front bezel, left side panel, and top trim were cracked. This is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified. Root cause analysis: the reported complaint is confirmed. The evaluation identified that the lcd display is damaged, and the front bezel, left side panel, and top trim are cracked. This is most likely due to rough handling/environmental damage.